Manufacturer narrative:
Unique identifier (UDI): (B)(4) - although a temporal relationship between the diagnosis of staphylococcus epidermis peritonitis and the fresenius products exists, there is no documentation that indicates there is a causal relationship between the fresenius products and the reoccurring peritonitis episode. The clinic nurse identified the peritonitis was likely related to a breach in aseptic technique / touch contamination and not related to the ccpd therapy. The causative agent, staph epidermis which is most commonly found on the skin and part of normal skin flora. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
During a follow up for an unrelated event, a peritoneal dialysis (pd) patient reported having reoccurring peritonitis. He stated it occurred a few months ago and was reoccurring again. During follow up the patient's pd nurse reported the peritonitis was not cycler related. The nurse said the patient had a staph epidermidis peritonitis due to touch contamination that originally occurred on (B)(6) 2017 and reoccurred recently on (B)(6) 2017. A culture was taken and the pd nurse confirmed it was the same organism. The patient was never hospitalized. The patient was given antibiotic vancomycin intraperitoneally. The first time the patient was diagnosed the effluent was cloudy. The second time the nurse stated the effluent was clear.